Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) exhibited high impedances measurements measuring greater than 3,000 ohms on this right atrial (ra) channel. Additionally, there were stored episodes of signal artifact monitor (sam) and this resulted in the minute ventilation (mv) feature being automatically disabled. Upon review of the electrogram (egm) it was noted that there were missing ra markers. Technical services (ts) discussed with the boston scientific representative. Reprogramming was performed on the same day. This ra lead remains in service. No adverse patient effects were reported.